Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose level of 358 mg/dl which was addressed with a correction bolus. The contact stated that the cause of the high bg level was unknown. Multiple attempts made to obtain information, however no further information was provided.